Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock (ias) due to t wave oversensing. The s-ICD was programmed in the secondary vector with 2x gain at the time, the heart rate was 195 bpm when a t wave morphology changed and led to t wave double counting. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported. Additional information was received. Exercise threshold testing was performed, and reprogramming was performed. A request was made to have the data from the exercise testing reviewed. Ts noted that changes in predominant peaks during the beat to beat signals at elevated rates may have contributed to the ias.